Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024. The patient received two courses of oral antibiotics for a stoma site issue, which had no effect. On (B)(6) 2024, the stoma site had redness, hypergranulation and a small amount of milky/yellow discharge. The patient was applying antifungal cream and sudocreme daily as well as cleaning with hypertonic saline daily.